Event description:
Additional information received from the consumer reported that the stimulator was working, they were just dealing with osteoporosis pain in their legs.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the implantable neurostimulator was not working, and the patient was not experiencing stimulation. The patient noted that stimulation was not felt when increasing in group a, and stimulation was felt on the left side of the lower back when switched to group c. The controller displayed a "no device found" message, and poor recharge quality was observed during a recharging session. The patient unlocked the controller and confirmed stimulation was turned on, switched stimulation groups to test device function, and initiated a recharging session while checking battery status on device screens. The patient repositioned the recharger, and both the controller and implantable neurostimulator batteries were shown to be at 100%. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.